Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unk) the device failed to allow discharge. The clinician obtained another set of internal handles to continue treating the patient and the device failed to allow discharge. The clinician obtained another set of internal handles to continue treating the patient, and the device failed to allow discharge. Complainant indicated that the patient converted on its own and there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will provide a follow up report when our investigation is completed. Please reference medwatch report numbers 1220908-2006-01128 and 1220908-2006-01129 which are reports for the other devices used during the event.